Event description:
The customer questioned elevated architect ipth results for five patients that tested lower at another laboratory (method not specified). The architect ipth results were questioned by the physician. No adverse impact to patient management was reported. The following data was provided: (B)(6): (B)(6) 2014, architect ipth result 107.7 pg/ml, other laboratory 51 pg/ml. (B)(6): (B)(6) 2014, architect ipth result 96.8 pg/ml, other laboratory 40 pg/ml. (B)(6): (B)(6) 2014, architect ipth result 237.5 pg/ml, other laboratory 162 pg/ml. (B)(6): (B)(6) 2014, architect ipth result 648.1 pg/ml, other laboratory 322 pg/ml. (B)(6): (B)(6) 2014, architect ipth result 80.6 pg/ml, other laboratory 25 pg/ml.

Manufacturer narrative:
No returns were made available from the customer site for this investigation. The investigation of the customer issue included a review of complaint text, a search for similar complaints, accuracy testing, a literature review, and a review of labeling. A lot search for reagent lot 01913i000 and trend review identified atypical activity. Accuracy testing using in-house file samples of reagent lot 01913i000 was completed to evaluate assay performance. The testing met acceptance criteria. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. The architect intact pth assay package insert contains information to address the current customer issue. Based on the results of this investigation and the information from the customer site, it was determined that the architect ipth assay is performing as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (No consequences or impact to patient); (high test results).